Event description:
It was reported that a connector was detached when customer was connecting the cannula with a cardioplegic line. Customer commented that she did not force the cannula. Update---clarification with (B) (6), the detachment occurred after the device was in the patient.

Manufacturer narrative:
Customer report was confirmed. The female connector was broken off. The broken connector was not returned. The appearance of the breakage is indicative of customer misuse.